Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose levels in the 40 mg/dl and 50 mg/dl ranges at night. The customer alleged insulin over-delivery. The customer treated for the low blood glucose with food. Customer¿s blood glucose level was 147 mg/dl at the time of the call. Troubleshooting was initiated on the insulin pump. The drive support cap appeared normal. Insulin reportedly dripped from the end of the set before the customer connected to their site. The reservoir contained more insulin than what was displayed on the status screen. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test. Basic occlusion test, prime test, excessive no delivery test and occlusion test. No error alarm during testing noted. Pump passed the delivery accuracy test at 0.08700 inches.